Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a programmer stylus calibration issue. It was noted that the stylus pointer was worn out. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the calibration of the programmer stylus was "disturbed." The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.